Event description:
It was reported the patient received multiple inappropriate shocks from the device due to t-wave oversensing (twos). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).